Manufacturer narrative:
This product was received and tested by technical services and they confirmed that the avl monitor had intermittent display issues. Technical services connected the customer's monitor with the customer's baton. About four (4) minutes into the test the display image started shifting intermittently. The customer's baton was connected to a test gvm monitor and the shifting went away. This pointed to an avl monitor and baton compatibility problem which is a known issue being investigated through (B)(4). The avl monitor was replaced with a gvm monitor.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor had intermittent display issues. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.